Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
The customer reported that while transporting a patient that was connected to the ventilator workstation (workstation running on internal battery power), the workstation shut down after 19 minutes. The customer stated that the "battery discharge" alarm did not annunciate prior to the shut down. No patient injury was reported." Alarm di

Manufacturer narrative:
The log file was analysed and revealed that the internal battery in question was installed for 7 months. During that time, the device was not supplied from battery. The device was disconnected from ac mains on (B)(6) 2016 at 3:34 am. During operation on internal battery the battery capacity decreased much faster than expected. Thus, the ¿battery low¿ alarm was posted (voltage driven) after about 9 minutes running on battery power. A ¿battery discharged¿ alarm was not logged. Shortly after, the device powered off with accompanying power failure alarm. The battery has already been replaced by dräger service and was tested in the laboratory of the manufacturer. The observed problem could not be duplicated but the investigation results pointed to a temporary problem of the internal battery which was most likely caused by a reversible electrochemical effect.

Event description:
Please see initial-report.